Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 9 months, 'no capture' was reported. No deterioration in the pt's state of health was reported. The device was explanted.